Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient experienced the pocket pain to a degree since the ipg was implanted, however the pain has escalated in the last two months. The patient underwent a revision procedure in which the ipg was repositioned. The revision was completed successfully.